Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were getting system problem rm06 about a week ago. Patient stated they were trying to get an MRI and getting MRI mode not available because the device need to charge. Patient stated the controller shows 100% and implantable neurostimulator (ins) 90% charge but the screen was stuck on the battery screen. Patient stated they think they need a battery pack replacement. Agent assisted patient with resetting the controller, after resetting, the controller power on, controller show implanted neurostimulator 90%, controller 100% charged. Agent confirmed the controller did not get wet or dropped. Agent assisted patient with activate and deactivate MRI mode and controller showed full body MRI eligible. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage on the recharging antenna. Patient started charging the implant and getting passive recharge screen. Agent reviewed device function. The issue was not resolved. A request was sent to the repair department to replace the recharger device. Patient called back in stated that they receive the new recharger and are receiving error codes but cannot determine it. Patient stated that the error codes will appear after the recharging session. Agent had the patient reset the controller. Agent had patient attempt recharging session and patient confirmed recharging excellent. The troubleshooting steps resolve the issue. Patient will call back if further assistance was needed. Patient mentioned the stimulation was turning off automatically. Agent reviewed the ins will power off when depleted on its own. Patient commented that they thought the ins was charged. Patient will monitor and was redirected to healthcare provider (hcp) if needed.